Event description:
It was reported that a patient was burned with the lightcable during a laparoscopic procedure.

Manufacturer narrative:
Device has yet to be returned for evaluation. If received a follow-up report will be submitted. It was reported to be a 2nd degree burn - about the size of a 50 cent piece.